Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had received motor error alarms on four occasions. The patient's blood glucose at the time of incident is unknown. The caller stated that the most recent motor error occurred in the middle of the night and caused the customer to wake up with high blood glucose levels. The caller did not feel safe with the pump and declined troubleshooting; the caller wanted a replacement pump. No products were returned and a replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed some functional testing. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window.